Event description:
Pt was having a craniotomy and upon using the cranial plating screws and plates, 2 6 mm cranial screws broke leaving fragments of the screws that were unable to be retrieved. The cranial plating straight plate also broke on the end. The plate was removed and replaced with a new plate.